Event description:
Account reports one incident in which the white lever broke off reported device during turning. The rptr stated the lever was difficult to turn. Due to the breakage, blood loss occurred due to back-up of blood, and blood "splattered all over nurse." Rptr unable to provide hcp involved in incident. No pt compromise reported.